Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set leaked between the clamp (pump connectors) and the tubing. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between september 15-17, 2025. H11: the device was received for evaluation. A visual inspection was performed, and the reported issue was not easily identified. Functional testing was performed, and it was noted that there was a leak inside the tubing path of the blue connector. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.